Manufacturer narrative:
Technical support (ts) reviewed logs and noticed no contamination or reagent repreparation issues. Ts concluded that this could be due to a low target sample or sample related.

Event description:
Customer reported that during sars-cov-2/flu multiplex assay testing, (B)(4) ml: 311640 that had a sample that tested positive for both sars and flu. Customer then processed a different aliquot for genexpert and diasorin and flu a was positive but sars was negative.